Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 79 mg/dl and their sensor glucose value was 40 mg/dl. Differences in readings were not within an acceptable range. Troubleshooting was performed. Customer was advised that residue on their fingers may result in inaccurate meter readings from finger sticks. Customer was able to reset the sensor. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.